Event description:
Additional information received corrected that patient did not experience underdose.

Event description:
An underdose was reported with the patient experiencing increased pain. During the dye study, the hcp aspirated more than 5ml of yellowish fluid through the cap and was concerned about proceeding with the dye study. The hcp decided to abort the procedure as she suspected an infection and had sent the fluid for testing. Per the reporter, the health care provider was having difficulty refilling the pump. It was determined that the pump was partially flipped. The pump delivered sufentanil. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted: (B)(6) 2006, explanted: unknown; 8590-1 dacron pouch, lot # j12500r, implanted: (B)(6) 2006, explanted: unknown.

Manufacturer narrative:
(B)(4).